Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. Pt reported they had difficulty charging their implantable neurostimulator (ins) and that the battery was already down to 50%. Pt said they had turned off the handset and the wireless recharger. Agent instructed pt to turn on both devices and connect to the recharger app. Pt confirmed that the ins was charging with excellent connection. Pt expressed dissatisfaction with the current device, citing that they needed to carry two phones and they preferred the previous model. The issue was not resolved. Additional information was received from patient who reported the cause of the difficulty charging their implant was due to it taking a long time and the implantable neurostimulator (ins) getting hot. They issue was resolved by replacing the ins.